Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the usm due to error 32097. The system was tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed and found to have error pointing to the rolling loop. The evidence of fibers degrading was replicated in-house. The unit was tested on an in-house system where it passed normal mode. The unit was also tested on an in-house patient fixture test platform where it failed fiber test for the parallelogram fiber. A review of the unit's trending fiber readings also showed all 3 fibers degrading. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there were errors on the universal surgical manipulator 1(usm). The customer had to disable usm 1 and continued the procedure with 3 usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified post-anesthesia. There was a non-recoverable fault on usm1. The customer had not done anything but turn on the system at that point.; no ports were placed yet. The arms were not draped either. The customer restarted the system. The arm had another non-recoverable fault. The customer did a hard shutdown of the system. This appeared to have corrected the issue. Then, the customer positioned the patient and started the procedure. While placing ports, the arm had another non-recoverable fault. The staff disabled the arm and continued the procedure. The system initially powered on without issues. Disabling the usm did not change how the procedure was completed. The customer was not able to target or deploy for docking with an arm disabled but was able to perform it manually. The customer always puts the arms in the same place so not targeting did not affect anything. The procedure was completed with 3 arms.